Event description:
"It was reported that, according to data obtained from the australian orthopaedic association national joint replacement registry (aoanjrr), a total of 128 primary total conventional hip replacement procedures with the bicon-plus shell system were studied in a period of time between 1-sep-1999 and 12-sep-2022. From this cohort, 14 patients required a revision surgery due to different reasons, including loosening (3 patients), fracture (3 patients), prosthesis dislocation (4 patients), infection (2 patients), lysis (1 patient), and implant breakage (1 patient). The patients that suffered from the revision surgery had the following primary components implanted: bicon-plus titanium shell 3-49 non-cem (5 patients), bicon-plus titanium shell 4-52 non-cem (5 patients), bicon-plus titanium shell 5-56 non-cem (1 patient), bicon-plus titanium shell 6-59 non-cem (2 patients), and bicon-plus titanium shell 8-68 non-cem (1 patient). The outcomes of the patients is unknown. As the information was extracted from the aoanjrr, no further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: according to data obtained from the australian orthopaedic association national joint replacement registry (aoanjrr) [1], a total of 128 primary total conventional hip replacement procedures with the bicon-plus shell system were studied in a period of time between 1-sep-1999 and 12-sep-2022. From this cohort, 14 patients required a revision surgery due to different reasons, including loosening (3 patients), fracture (3 patients), prosthesis dislocation (4 patients), infection (2 patients), lysis (1 patient), and implant breakage (1 patient). The patients that suffered from the revision surgery had the following primary components implanted: bicon-plus titanium shell 3-49 non-cem (5 patients), bicon-plus titanium shell 4-52 non-cem (5 patients), bicon-plus titanium shell 5-56 non-cem (1 patient), bicon-plus titanium shell 6-59 non-cem (2 patients), and bicon-plus titanium shell 8-68 non-cem (1 patient). The complaint device, used in treatment, was not received for investigation and a visual inspection could not be performed. The exact part and batch number of the device is not known. Therefore, the batch record review could not be performed and it is not possible to investigate whether the reported devices met manufacturing specifications upon release for distribution. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. Furthermore, insufficient information was made available to determine the revision of instructions for use applicable to the device at the time of manufacturing. However, a review of current revision was conducted and the instructions for use (lit. No. 12.23 ed 03/21) lists several "potential adverse side effects" as joint dislocation, hip fracture, infection and osteolysis resulting from a hip arthroplasty. The same IFU also indicates several "potential medical device problems" as detachment of the device, implant component migration and implant component fracture. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Due to insufficient information it is not possible to perform a review of past corrective actions. For the medical investigation, no relevant supporting clinical information could be provided. Therefore, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined. Should any additional clinical information be provided, this complaint will be re-evaluated. Based on the performed investigations, a relationship between the reported devices and the reported incidents cannot be excluded, but the root cause of the problem stays undetermined due to insufficient information. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. [1]: australian orthopaedic association national joint replacement registry (aoanjrr). Hip, knee & shoulder arthroplasty: 2022 annual report, adelaide; aoa, 2022: 1-487.